Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a fluid leak issue occurred. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination and irrigation test of the returned device was performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. Then an irrigation test was performed and leakage was observed coming out from the side port. Due to this condition, a microscopic examination was performed and the three-way valve was found broken. Due to the damage identified a supplier manufacturing investigation was performed to identify the root cause of the issue. After concluding the investigation, it was identified that there was no apparent cracking of the 3-way stopcock. The 3-way valve showed signs of leaking when it was pressurized. The leak was from the insertion point of the 3-way valve itself. Due to the finding, this complaint is confirmed to be manufacturing attributable. A device history record was performed for the finished device batch number, and no internal actions were identified. The leakage issue reported by the customer was confirmed. The potential cause of the issue is traced to manufacturing. The instruction for use (IFU) contains the following warnings and precautions: before using the carto vizigo¿ sheath, completely read and understand the instructions for use. Using a standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Inspect all components before use. From the side port only, aspirate all air prior to fluid infusion. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 29-sep-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a fluid leak issue occurred. It was reported that there was fluid leaking from the irrigation port of the vizigo sheath. Caller stated they noticed the fluid leaking as they were flushing the sheath during prep. When the sheath was replaced, the issue resolved. There was no patient consequence.

Manufacturer narrative:
On 14-oct-2025, the date of manufacture for the reported device was received. Field h4. Device manufacture date has been populated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).